Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, and the caller wanted to make sure that the insulin pump was working properly. The caller had already reviewed the programming, and conducted the self test successfully. Advised the caller of the high pressure test, but she did not have the necessary supplies with her. Advised her to call back or to have the customer call back for complete hospitalization information and troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.